Event description:
A customer reported an issue with their continuous glucose monitor (cgm) indicating an error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and after the reset, the cgm error did not reappear. The support team assisted the customer in resuming the cgm session.